Event description:
It was reported, that the video telescope had a broken cable. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customers complaint was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, and the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely that no image was displayed due to the broken cable and the fiber bonding in the outer tube area was damaged due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the video telescope had a broken cable. There were no reports of patient harm.